Manufacturer narrative:
Supplemental report 01 (B)(4). MDR 3003442380-2026-00149. Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 16-feb-2026 against "lot number 6014387 and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage., soft cannula bent/kinked/crimped after removal -reduced flow., soft cannula bent (no harm)., soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula found kinked upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use. The review confirmed that lot 6014387 and the identified failure mode are associated with the corrective and preventive action (CAPA) 1768101. The complaint can be closed referencing the investigation. Similar complaints search: a query was run in the eqms on 16-feb-2026 against "lot number" criteria equal 6014387 and similar malfunction codes soft cannula bent/kinked/crimped after removal -blockage., soft cannula bent/kinked/crimped after removal -reduced flow., soft cannula bent (no harm)., soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula found kinked upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use. The count of complaints is 1. The complaints numbers are (B)(4). Device history record (DHR) review: the lot 6014387 was manufactured according to the work instruction (wi) version 125 and manufactured in the line 7 on 15-jul-2025, with a total of (B)(4) units therefore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: DHR review indicates nonconformance; escalation and corrective actions required per quality procedures. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested, however, the reference samples for the lot 6014387 have already been previously tested in the complaint (B)(4) on 16-feb-2026. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 3 samples out 3 samples passed the test and wi guidance for functional testing for complaints area version 2: 3 samples out 3 samples passed the test for the code soft cannula found bent upon removal from infusion site. All test results were within specifications. See attachment database complaint (B)(4) complaint test report for the details. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint investigation results: upon review of the eqms and related records, a complaint investigation CAPA exists, which addresses the issue reported reference CAPA / investigation 1768101: root cause of problem: the root cause has been identified as: method, manpower, machine. Corrective action as a result of the investigation: the action pland and deadlines is as followed: the following actions were already implemented in the non-conformance (nc) 1515780. 1. Include the defect in document 4805074 (work instruction inset line). 2. Improve guards of the conveyors. 3. Update trays for the stock of cannulas. 4. Update document 3a02003 (quality specification for the catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the documents 4805074 (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action(to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database (B)(4) -30-sep-2025). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6014387 and related malfunction codes. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced two insulin flow blocked alarms due to a bent cannula infusion sets, resulting in elevated blood glucose level event between (B)(6) 2026. The insertion site was abdomen and thigh. The patient subsequently went to emergency room (ER) on (B)(6) 2026, with a length of eleven hours due to high blood glucose was high and eventually hospitalized. The patient's blood glucose level during emergency room stay was 431mg/dl. The patient experienced symptoms within three hours of insertion. During hospitalization, the patient was treated with intravenous (IV) fluids of saline and insulin. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.